Event description:
It was reported via legal documentation that a patient had an initial right knee total arthroplasty on (B)(6) 2019, and then had a revision procedure on (B)(6) 2022; approximately 3 years, 4 months, after initial implant. Revision operative report of (B)(6) 2022. Postoperative diagnosis: failed right total knee replacement secondary to bearing surface wear. Findings: the patient did well for approximately 18 months and then presented with recurrent swelling in the knee with signs of dramatic synovial expansion with accumulation of synovial fluid in the knee. The knee was also somewhat lax with increased laxity in both coronal and sagittal planes. Radiographs showed well-fixed components. Radiographs also showed washout of the cement from under the medial tibial plateau. There was exuberant foreign body reaction and expansion of the synovial membrane. There were grossly visible polyethylene particles imbedded in the soft tissues of the knee. Under the medial tibial plateau, there was osteolytic replacement of the cement mantle. The femoral and tibial components remained well fixed as did the patellar component, but there was an area of cement washout under the medial tibial plateau. The tibial polyethylene insert showed gross delamination and mechanical wear consistent with advanced oxidation of the insert. Dressings were applied. The patient was awakened, taken to the recovery room in stable condition. There were no complications during the procedure. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 4745380, 02-012-41-5050 - logic tibia traptray cem sz 5f/5t. 5685251, 02-020-11-0350 - truliant ps cem fem ps cem right sz 5. 5914779, 200-02-41 - three peg patella 41mm. Pending investigation. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code, medical device problem code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.